Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Customer stated the meter result of lo was displayed on the screen and occurs intermittently without being dosed. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.